Manufacturer narrative:
The device was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. In this case, the device was prepped prior to use with no issue/ leak noted, which would suggest that the the investigation determined the reported balloon rupture and difficulty to remove appear to be related to operational circumstances of the procedure. In this case, based on the reported information, it is likely that during advancement through the anatomy, the outer surface of the balloon became compromised and/or damaged resulting in the reported balloon rupture during the first inflation to 6 atmospheres. Due to the balloon rupture, the balloon was not able to properly refold resulting in the difficulty to remove through the introducer sheath. There is no indication of a product quality issue with respect to manufacture, design or labeling.d10, h3 - device not available for evaluation.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a left av fistula. The 8x40mm armada 35 pta balloon dilatation catheter (dbc), was advanced to the fistula and inflated, but ruptured at 6 atmospheres (atm). The device could not be removed from the sheath after it ruptured and became stuck. A buddy glide wire was inserted to maintain access and the sheath, non-abbott guide wire (gw) and ruptured balloon were removed as a single unit. There was no adverse patient effect or a clinically significant delay in the procedure. The procedure was completed with a new sheath and a high pressure balloon. No additional information was provided.